Event description:
It was reported: post screw head distracter broke.

Manufacturer narrative:
Visual inspection; device history review; complaint history review; risk assessment. No relevant manufacturing issues were identified as all units met stryker specifications. Device was manufactured in may 2013. The most likely root cause is wear due to the device's extended use.

Event description:
It was reported: post screw head distracter broke.